Event description:
It was reported that the patient has been complaining of shortness of breath. They noted from their phone app that their heart is going lower than set parameters on their implantable pulse generator (ipg) and they have been having pauses. The ipg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.